Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter slipped out of the clamp inserted into a statlock could not be evaluated since the statlock was not returned. Returned was a 3-lumen catheter marked 7fr x 30cm on the hub. A catheter clamp was attached to the catheter body between the 23 and 25 cm markings. The statlock was not returned. A statlock is not included in the cs-14703 set and no information was provided on the type of statlock that was used. The clamp could be moved on the returned catheter with low resistance. The clamp was removed from the catheter. It was noted that the clamp and clamp fastener were both blue in color. The clamp that is contained in the cs-14703 set is white with a blue clamp fastener. The outside diameter (od) of the catheter body measured 0.097 inches using ring gauges, which met specification of 0.094 - 0.098 inches per the catheter graphic. Since the clamp could move on the cath eter, it indicated that the returned catheter clamp was designed for a larger od catheter body. The customer reported that another catheter clamp was included in this set. The origin of the clamps and statlock are not known. The instruction booklet provided with the set describes a procedure for securing the catheter to the patient that includes other remarks: using the juncture hub as the primary suture site and using the catheter clamp as the secondary site sutured to the patient. It was not reported by the customer whether or not the juncture hub was used as the primary suture site. The use of a statlock with the catheter clamp indicates that the clamp was not sutured to the patient. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Since some of the components returned are not from the reported kit and the customer used a statlock rather than suturing to secure the clamp to the patient, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the event occurred at the conservative intensive care unit. Initially the customer was confused that another catheter clamp was included in this set. Placement of the device was performed without any problems. The catheter was fixed with the fixation clamp into a statlock. At night the patient wants to drink something and moved to her bedside table. During this situation the catheter slipped out of the statlock. This was noted by the nursing staff. The fixation clamp was still inside the statlock. The catheter is contaminated with 4mrgn. There was no reported delay, death, or complications to the patient as a result of this occurrence.